Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric sleeve. While firing on the fundus of the stomach the central part of the staple line was incomplete. There was poor staple formation and uncut tissue. The reload had cam fractured and part of the cam at the distal end of the staple load did not retract. The incomplete staple line caused tissue damage and tore the tissue. It had to be manually over sewed in order to fix it. To complete the case the surgeon over sewed and used a new load. Patient status is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The memory was uploaded and indicated 6 autoclave cycles for the adapter. A pmv representative loading unit was inserted onto the adapter with a pmv device handle and battery. The green light signaling the attachment of the adapter illuminated indicating that the adapter was recognized. The reload cycled properly and was applied to test media where it was able to apply the staple line and transect the media without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.